Event description:
Reporter recently purchased a sunbeam warm mist vaporizer for family member. When it appeared that the water was not getting warm. The reporter took the top off the vaporizer to inspect the unit. Not realizing that the water was being held in the top part, the reporter turned the top of the unit upside down only to find that water was inside the top, apparently to get hot to make the steam, and was burnt on the reporter's arm in several places. The reporter did not seek medical attention, however it could have proved more severe had it been a child. The reporter feels that this is a potential safety hazard for not only adults, but more so for children . The reporter does understand that this comes with a warning, but if the consumer has a small child, that child certainly cannot read and as we all know, children are curious. This top comes off fairly easy with just a turn or two and reporter is sure that a small toddler could figure this out without giving it too much thought. Had this been a child's face or part of the body that was burned, it could have left scars for the rest of their life. The reporter would appreciate it if consumer would look into this potential safety hazard and let the reporter known thoughts on this. Date product purchased=02/22/2001.